Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: g3 was submitted incorrectly as april 10, 2024. The correct date received by manufacturer is march 4th, 2024. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced severe bone loss at implant tooth site #30, with mobility iii and associated abscess and pain. Therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: unique identifier (UDI) number was removed.

Event description:
No additional information received at the time of this report.